Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. After insertion, the clinician stated that the fiberoptix sensor (fos) would not zero. As a result, the iab was removed and another iab was inserted. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.